Event description:
It was reported that air was drawn into the bd nexiva¿ closed IV catheter system line during use. The following information was provided by the initial reporter, translated from japanese to english: "during blood collection, air was drawn with blood and blood collection could not be completed properly."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit in opened packaging with the needle assembly missing and a non-bd connector attached to the end of the adapter. During the visual examination it was observed that dried media was present from the catheter tubing to the miscellaneous connector but no damage was observed to the adapter, extension tubing, winged adapter, or catheter. When attempting to remove the connector, it was found to be extremely tightly seated on the adapter and could not be removed by hand. Pliers were used to separate the components, which left some cosmetic damage to the adapter and connector. The nexiva unit was connected to a bd syringe and fluid was drawn through the device to replicate the reported event. No air bubbles were observed during the draw. The unit was also tested for holes or possible points through which air could enter the device during a draw but no leakage or damage was observed. Bd was unable to confirm the reported defect. Since the attached connector was not a bd product, we were unable to comment on its possible failure modes. If a non-iso luer is used or the device is not connected properly, air may be drawn. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that air was drawn into the bd nexiva¿ closed IV catheter system line during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during blood collection, air was drawn with blood and blood collection could not be completed properly."